Manufacturer narrative:
The bipap a40 pro (update material # from ra) is substantially similar to the bipap a40 (1111169) and will be reported in the united states under bipap a40, 501k number: k121623.

Event description:
A bipap a40 ventilator was returned to the third-party service center for evaluation. There was no harm or injury reported. During device evaluation, ventilator inoperative code e-86 was present in the device error log indicating a failure of the outlet pressure sensor. Replacement of the device printed circuit board assembly was required to resolve the issue. No foam particles were found inside the device. No repairs were completed because the device was requested by the customer to be scrapped. Additional findings not related to the malfunction/issue: the accessory port cover was missing. The device will be included in the fsn 2023-cc-src-039.